Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the patient remained hemodynamically stable during a biopsy procedure. Post-biopsy procedure the patient presented with air emboli symptoms. Medical intervention was necessary to prevent permanent impairment. Supportive therapy consisting of supplemental oxygen administration, intravascular volume expansion, and blood pressure support was attempted. The patient was treated in a hyperbaric chamber in an attempt to better manage their condition however this was not successful. The patient had experienced sustained seizures after the incident as well and all attempts to reduce procedure sedation were unsuccessful. Eventually, the patient succumbed to the effects of the incident and died. No additional information available.